Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and motor error alarm. Customer's blood glucose level was unknown. Customer were able to clear the alarm and able to complete rewind. Customer reported after troubleshooting the alarm occurred. The insulin pump will be returned for analysis.